Manufacturer narrative:
Complaint is confirmed. Memory overwrite was observed. Found uom to be selectable and set to mg/dl. Customer and retailers hae been informed through the fa16may2006.

Event description:
Customer reported receiving a battery icon message on his locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter exhibited the memory overwirte malfunction. There was no report of death, serious injury or mistreatment associated with this event.